Manufacturer narrative:
(B)(4). No ncmrs were identified for the instrument. No related complaint trends identified. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reported a higher than expected act result using a hemochron response system. The pt was being monitored for heparin anticoagulation effect during an aortic bifemoral bypass surgical procedure. The act target time to initiate bypass was >300 seconds. A baseline act test for two pt exceeded the target time and based on the results, no heparin was administered and bypass was initiated. The results of serial monitoring of act tests during surgery were all >300 seconds. During the surgical procedure, a blood clot was observed in the leg. A heparin bolus and drip was started and act test was performed. The act result was >1500 seconds and per the customer this result was expected. Surgery was concluded without further incident and the pt was transferred to the intensive care unit in critical but stable condition, but has since been discharged from the hospital. The healthcare professional reported that the presence of a clot despite the acts>500 during the case was not an instrument issue but consistent with the marked factor xii deficiency/inhibition in this pt.